Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. It was determined that the system notice was received due to a broken mks valve. A field service visit was scheduled for a later date. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files confirmed system notices received indicating that the safety system detected a high level of refrigerant flow and stopped the injection (50029) at applications two and three. A second system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection (50030) at applications one, four, five, six, seven and eight for catheter 2af284 / 94669-45 on the date of event. Bin files also showed at least nine applications were performed with this catheter. Console 5m0142 was serviced. The mks valve was found open. The mks was replaced and issue was resolved. The reported issue does not indicate console¿s manufacturing related defect. In conclusion, the reported issue has been confirmed by field service engineering. Console 5m0142 failed the inspection due to a defective mks proportional valve. The product issue reported ( system notices 50029 <(>&<)> 50030) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.